Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): in both samples, at the time the patient returned to the clinic to remove the infuser, it was observed that the infusion hadn't finished.

Manufacturer narrative:
(B)(4). We received two complaint samples in a open (leaky), soaked, orange plastic bag. The plastic bag with its content was in a very bad condition. The complaint samples were delivered in a corrugated cardboard box together with other easypump complaint samples. In as-received condition the complaint samples were leaking in the orange plastic bag. The outer bag is open (not close e.g. Welded). This bag is just stapled. Immediately after receiving the soaked plastic bag, this plastic bag was destroyed together with the complaint samples. Due to the very poor condition (hygienic reason) of the received complaint samples and its packaging, the intensively contaminated samples were not taken to an inspection. According to the received information the samples are contaminated with a cytostatic drug. Therefore not tests could be carried out at these complaint samples. We asess this complaint to be not judgeable.